Event description:
It was reported via literature that a stroke occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Post implant procedure, the patient began aspirin and clopidogrel. At an unspecified time, post index procedure, the patient experienced an ischemic stroke.

Manufacturer narrative:
B3: date of event - the date of 22nov2021 was used as this is the date the literature article was accepted. Literature citation: davtyan k., et al. (2022) antithrombotic therapy in patients with non-valvular atrial fibrillation and high risk of stroke after successful endovascular left atrial appendage occlusion. Journal of arrhythmology. 29(1): 24-31. Https://doi.org/10.35336/va-2022-1-04.